Event description:
It was reported that the patient dislocated hip while walking. Replacement device was used.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case, additional information including operative reports, progress notes and x-rays are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient dislocated hip while walking. Replacement device was used.